Event description:
The account alleged the bed will not send a nurse call when pressed or a nurse call when the pt position monitor is alarming. No injuries reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.